Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was implanted using a large flexnav delivery system. The patient has a pertinent past medical history of right bundle branch block (rbbb), which was present prior to procedure. The membranous septum length was 2.3mm. There was calcium in the annular/lvot area. The final implant depth of the valve was 4.5mm. The patient had complete heart block (chb) post-bav and remained in chb. Therefore, the next day on (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The device was not returned for analysis. An event of patient effects heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be determined. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.